Event description:
On (B)(6) 2013 the reporter contacted animas alleging a power (no power) issue. It was reported that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment or battery cap. The pump powered on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.